Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the serial number label missing and to the system controller¿s power cables were confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) confirmed the reported damage to the power cables and label. The returned system controller successfully operated in a mock circulatory loop for an extended period of time without any issue or alarm. A log file was downloaded from the returned system controller and the data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and found no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii lvas operating manual and heartmate ii patient handbook explain how to properly care for the equipment, including the controller and the power cables. This document also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. The heartmate ii lvas patient handbook and the heartmate ii lvas operating manual caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that investigation of the system controller revealed superficial damage on the black power cable and worn serial number label.